Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. In (B)(6) 2024 the patient presented to the physician's office with discomfort at the site of the implantable pulse generator (ipg), which was implanted in the medial back area, just below the ribs. The physician noted that the skin over the ipg is very thin but was not open, there was no redness, and no reports of fevers. Patient was placed on antibiotics as a precaution and instructed to stop physical therapy that had been taking place for the shoulder area. On (B)(6)2024 the firm was notified that a full system explant had taken place on (B)(6)2024 due to the discomfort of the ipg.

Manufacturer narrative:
The nalu system had been in place and in use for almost two years with no indication that the ipg had migrated or otherwise malfunctioned. Patient's discomfort began after initiating physical therapy, so it is thought that the activity affected the area where the ipg was implanted, leading to irritation and discomfort.